Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with liquid. Identification of issue has been done by analyzing problem description, service report and photo. Based on provided information it has been clarified that the humidity marks could be seen inside the ventilator on printed circuit boards (pcb) and other parts (inspire pipe, oxygen sensor, gas module). The issue has been resolved by cleaning the affected parts. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).